Event description:
It was reported that a dell handheld computer's screen was continually freezing during interrogation. Troubleshooting resolved the issue each time, but as it continued to occur, a replacement handheld was sent. The old handheld has been returned to the MFR for analysis.